Manufacturer narrative:
Model number/catalog number: sc-3138-25, serial number: (B)(4), batch/lot number: 7032587/7034172, model/catalog description: lead extension kit 25 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that patients paddle site had notable pus and infection present. Physician cleaned out the infected site and removed all components. Physician does not believe that the infection is device related. He believes it may have been from delay of battery placement approval from patients insurance. Patient was doing well post operatively and was given antibiotics to treat infection.

Event description:
A report was received that patients paddle site had notable pus and infection present. Physician cleaned out the infected site and removed all components. Physician does not believe that the infection is device related. He believes it may have been from delay of battery placement approval from patients insurance. Patient was doing well post operatively and was given antibiotics to treat infection.

Manufacturer narrative:
Model number/catalog number: sc-3138-25. Serial number: (B)(4). Batch/lot number : 7032587/7034172. Model/catalog description: lead extension kit 25cm . The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.